Event description:
A report was received that the patient was having difficulties walking a month after device was implanted. The investigator believes the event was device related. The patient was given medication and reprogramming was performed. The event resolved without residual effects.

Event description:
A report was received that the patient was having difficulties walking a month after device was implanted. The investigator believes the event was device related. The patient was given medication and reprogramming was performed. The event resolved without residual effects.

Event description:
A report was received that the patient was having difficulties walking a month after device was implanted. The investigator believes the event was device related. The patient was given medication and reprogramming was performed. The event resolved without residual effects.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
(B)(4).